Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed a skin irritation under the front therapy electrode pad and under the ECG electrode. The patient described the irritation as very itchy, red, and bumpy. The patient's doctor advised her to remove the lifevest briefly at night to help the irritation heal. Follow-up indicated that the doctor's advice had helped greatly.